Event description:
Event: (cc# 98-01007) blood was noted in the tubing. The surgeon was informed of the iab rupture and the iab was removed. The patient was hemodynamically stable without iab support. (On 8/12/98, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: FDA-0034955-1998-003) on 10/21/98, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: none from the event - reported 8/12/98. [Patient's current status]: stable - rpt'd 8/12/98.